Event description:
It was reported the connector of the olympus flushing pump came loose. The issue was found during the set-up of a diagnostic endoscopic water delivery procedure, and it was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.